Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display showed black vertical lines, then the screen went dark and did not power back on even when placed on a charger, consistent with a screen/display malfunction of the pump hardware. Symptoms included hyperglycemia, with a reported blood glucose of 283 mg/dl for about one hour. Outcomes included the user reverting to multiple daily injections and continuing cgm use, with no ketone testing, medical intervention, or hospitalization reported. Investigation included troubleshooting and education, shipment of a replacement pump, and instructions regarding data not transferring and return of the original device. Investigation of this device revealed a nonfunctional user interface/display consistent with a damaged or failed screen, preventing shutdown and normal operation. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display assembly.